Manufacturer narrative:
Company comment: the serious expected event of oedema at implant site and the non-serious unexpected event of lymphatic obstruction were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical and surgical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. Potential contributory factor for recurrence of event includes concomitant skin cosmetic procedures and patient's medical history. The restylane-l was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text or product note: restylane lidocaine-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: restylane-l-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-feb-2023 by a consumer or other non-health professional which refers to a 52-year-old female patient. Additional information was received on the same day and on the 22-feb-2023 from physician. The medical history of the patient included thyroid. Concomitant medication included levothyroxine [levothyroxine] for thyroid. The patient had no known allergies. The patient had previously received treatment with restylane filler and no issues were reported. On (B)(6) 2017, the patient received treatment with restylane-l (lot 14924) to tear troughs and temples with unknown injection technique and needle type. The patient was injected with 0.4 ml of restylane-l to each side of the tear trough (0.2 ml to medial and 0.2 ml to lateral depression) and unknown amount to temples. The restylane-l was injected to tear troughs (off label use of device). On (B)(6) 2017, the patient returned to hcp with swelling/pocket of fluid (implant site oedema) and the patient was treated with 0.5 ml of hylenex [vorhyaluronidase alfa]. On (B)(6) 2017, the hcp tried to dissolve the event again with vitrase [hyaluronidase] in the tear troughs. In (B)(6) 2018, the hcp treated the patient again with 0.5 ml of vitrase with a canula. In (B)(6) 2018, the patient had undergone face lift procedure. In the mid of 2018, the hcp had referred the patient for blepharoplasty. On (B)(6) 2020, the patient had received treatment with radiesse for cheek augmentation but had no issues. In (B)(6) 2021, the hcp had seen the patient and treated her again with vitrase. Then, in (B)(6) 2022, the hcp dissolved again with vitrase for left malar swelling. The swelling tends to go down but recurred later. On (B)(6) 2023, the patient had her latest visit with hcp and received treatment with 0.4 ml of vitrase for malar edema, which was just swelling at the lid cheek junction of the malar area. She did not have any nodules. The hcp had dissolved the issue multiple times, but patient was getting recurring swelling even after dissolving the product. The hcp mentioned that the patient might wear goggles when she skis and the swelling get worse. On 22-feb-2023, the reporting physician and company consultant had discussion about the patient. As per discussion, the patient had compromised lymphatic drainage system (lymphatic obstruction) causing this malar edema. On 05-apr-2023, the initial consumer reported that the physician had removed all of the restylane -l and the edema was still ongoing. The treating physician found in her research that morpheus treatment might help with the edema. Hence, the patient followed up with a plastic surgeon and she was scheduled to have the morpheus treatment in (B)(6) 2023. Outcome at the time of the report: swelling/pocket of fluid was not recovered/not resolved/ongoing. Compromised lymphatic drainage system was unknown. Restylane-l was injected to tear troughs was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 05-apr-2023 from initial consumer reporter. The physician had removed all of the restylane -l and the edema was still ongoing. The treating physician found in her research that morpheus treatment might help with the edema. Hence, the patient followed up with a plastic surgeon and she was scheduled to have the morpheus treatment (B)(6) 2023.

Manufacturer narrative:
Company comment: the serious expected event of oedema at implant site and the non-serious unexpected event of lymphatic obstruction were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical and surgical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure. Potential contributory factor for recurrence of event includes concomitant skin cosmetic procedures and patient's medical history. The restylane-l was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text or product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-feb-2023 by a consumer or other non-health professional which refers to a 52-year-old female patient. Additional information was received on the same day from physician. Additional information was received on 22-feb-2023 from same physician. The medical history of the patient included thyroid. Concomitant medication included levothyroxine [levothyroxine] for thyroid. The patient had no known allergies. The patient had previously received treatment with restylane filler, and no issues were reported. On (B)(6) 2017, the patient received treatment with restylane-l (lot 14924) to tear troughs and temples with unknown injection technique and needle type. The patient was injected with 0.4 ml of restylane-l to each side of the tear trough (0.2 ml to medial and 0.2 ml to lateral depression) and unknown amount to temples. The restylane-l was injected to tear troughs (off label use of device). On (B)(6) 2017, the patient returned to hcp with swelling/pocket of fluid (implant site oedema) and the patient was treated with 0.5 ml of hylenex [vorhyaluronidase alfa]. On (B)(6) 2017, the hcp tried to dissolve the event again with vitrase [hyaluronidase] in the tear troughs. In (B)(6) 2018, the hcp treated the patient again with 0.5 ml of vitrase with a canula. In (B)(6) 2018, the patient had undergone face lift procedure. In the mid of 2018, the hcp had referred the patient for blepharoplasty. On (B)(6) 2020, the patient had received treatment with radiesse for cheek augmentation but had no issues. In (B)(6) 2021, the hcp had seen the patient and treated her again with vitrase. Then, in (B)(6) 2022, the hcp dissolved again with vitrase for left malar swelling. The swelling tends to go down but recurred later. On (B)(6) 2023, the patient had her latest visit with hcp and received treatment with 0.4 ml of vitrase for malar edema, which was just swelling at the lid cheek junction of the malar area. She did not have any nodules. The hcp had dissolved the issue multiple times, but patient was getting recurring swelling even after dissolving the product. The hcp mentioned that the patient might wear goggles when she skis and the swelling get worse. On (B)(6) 2023, the reporting physician and company consultant had discussion about the patient. As per discussion, the patient had compromised lymphatic drainage system (lymphatic obstruction) causing this malar edema. Outcome at the time of the report: swelling/pocket of fluid was not recovered/not resolved/ongoing. Compromised lymphatic drainage system was unknown. Restylane-l was injected to tear troughs was recovered/resolved.